Manufacturer narrative:
Incidental findings: superficial jacket damage main investigation conclusion: the heartmate 3 system controller (s/n: (B)(6)) was evaluated following the reported pump stops and driveline disconnect alarms. A review of the log files extracted from (B)(6), contained overlapping data ((B)(6) 2024 ¿ (B)(6) 2024, (B)(6) 2000 per timestamp). Intermittently throughout the data, pump stops were observed. On (B)(6) 2024 at 1:15:18, driveline disconnect alarms were active. These events are consistent with the observed damage to the ground wires of the returned modular cable. Without functioning ground wires, the controller is not able to properly communicate with or power the pump. The returned system controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Per the provided information, the modular cable exchange resolved the alarms. No pump stops have since been observed. The reported event was unable to be correlated to an issue with the system controller. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. D, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced red heart alarms and was admitted to the hospital on (B)(6) 2024. Log files showed numerous pump stops on (B)(6) 2024 and (B)(6) 2024 that each lasted 8 seconds or less. Low supply voltages were also noted on the power module, indicating an issue with the patient cable. The patient was asymptomatic at the time of the pump stop alarms. The system controller was exchanged on (B)(6) 2024, but alarms continued. The modular cable and new controller were exchanged, and a kink was noted in the pump cable. It was reported that the modular cable exchange resolved the alarms, and it was believed that the modular cable had a small fracture. The patient was discharged home and had not experienced any pump alarms since replacement of the modular cable and controller.